Manufacturer narrative:
(B)(4) follow up MDR for additional information/evaluation: per sales rep, we have been to this clinic and worked with them on proper use of phaseal optima. They were not using it correctly so it is not a product issue. Our team trained the staff on proper usage moving forward.

Event description:
Materials#: 515064, batch#: unknown. It was reported by the customer that the product is leaking after they attach the product together. Verbatim: rcc received a complaint via phone. Pir attached. The product is leaking after they attach the product together. 515064, 515056, and 515079. Per follow up with rep: we have been to this clinic and worked with them on proper use of phaseal optima. They were not using it correctly so it is not a product issue. Our team trained the staff on proper usage moving forward.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: 515064 ,batch#: unknown. It was reported by the customer that the product is leaking after they attach the product together. Verbatim: rcc received a complaint via phone. Pir attached. The product is leaking after they attach the product together. 515064, 515056, 515979.